Event description:
It was reported that a spectrum pump alarmed constant/ false upstream occlusion during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, an upstream occlusion alarm was not reproduced however, a false downstream occlusion alarm occurred. A review of the event history log revealed multiple 'upstream occlusion!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification and unable to be calibrated ultrasonic sensor. The false downstream occlusion during evaluation was found to be caused by an out of specification force sensor. The ultrasonic sensor requires replacement and the force sensor was calibrated to address the issues. Should additional relevant information become available, a supplemental report will be submitted.